Event description:
Pt in auto accident in 2/95. Pt susatined fractured tibia, repaired. Pt has been ambulatory for past 4 months; has developed pain and swelling. Pt was found to have nonunion of tibia, left x-ray shows two screws broken. Admitted for surgery to remove screws, interlocking nails and to stabilize the tibia.